Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a peripheral line was successfully placed in the dorsal aspect of the right hand. The patient was not compliant with having the IV catheter placed, wanting it out. She was observed attempting to pick at the secured catheter and bending her hand often. The patient was provided antianxiety ativan and 1 liter of sodium chloride for injection. It was reported the patient dislodged the IV catheter with her teeth. When the staff attempted to contain the patient, it was determined then that part of the catheter had broken off into the patient's vein when treating the site. Palpable by the physician and confirmed by ultrasound. With several attempts by the surgeon, the surgeon was unsuccessful in retrieving the broken catheter in the patient's vein. The family opted to have the child transferred to another facility for further surgical intervention. Patient was transferred on (B)(6) 2018 post surgery.

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as (B)(4) internal report number (B)(4). One (1) used sample was returned for evaluation. Upon visual inspection the returned catheter was stretched and deformed in a manner consistent with being chewed. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. Based on the results of the investigation, the most likely cause of the reported damage was the incorrect removal of the catheter by the patient. If additional information becomes available, a follow up report will be submitted.